Event description:
It was reported to boston scientific corporation on march 16, 2007, that during the placement of a push method enteral feeding device (patient age and gener unknown), the tube was pulled "through the incision site" as the physician was "unable to see the number markings." "The patient's stomach began bleeding and [the patient] had to be sent to surgery" to alleviate the bleeding. The physician successfully placed another tube. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals five complaints reported in the month of december, fourteen complaints reported in the month of january, and fifteen complaints reported in the month of february. Due to the low number of complaint increase and the low clinical severity for the related failure mode, no specific action is warranted at this time.